Manufacturer narrative:
A philips field service engineer (fse) was dispatched to address the reported problem. The fse tested the signal with 4 pastilles (leads/electrodes) and results were ok, he then tested the signal with 5 pastilles (leads/electrodes) and results were also found to be ok. The fse reported that the customer used a pre-gelled ECG lead patches (which are not provided by philips). The fse further reported that the trouble on the system is intermittent. When the system was tested with his simulator, the ECG signal was found to be correct (no noise) and the information delivered was also in range. The system was found to be functioning as intended and the fse inquired if the issue could have been caused from the pre-gelled ECG lead patch. The fse reported that he has visited the customer¿s site a second time for more testing on the device. During testing, no noise on the signal was present. However, when tested on a patient, there was some noise on the ECG signal. The fse further tested the device on himself and the ECG signal was ok. This complaint was sent to the clinical product specialist for a clinical evaluation. The clinical product specialist responded that his first impression after reviewing the case is that the gain was set too low (50), and there appears to be some baseline interference that could be electrical in nature, but that he still does not have a problem seeing the ¿r¿ waves. The clinical product specialist noted that ECG monitoring is sensitive to lead quality, lead placement, external interference, patient physiologic factors, etc. Further, if the staff determines (preferably at the beginning of the case and not when the patient is in distress) that an acceptable ECG waveform is not available, the staff should employ alternate monitoring devices. In addition, any of the following items could contribute to the interference: per the IFU 2.4.26 surface ECG instructions. This section provides the user with a recommended guide for using ECG cables and leads. For example, keeping the conductive portions of ECG lead electrodes and cables away from other energy conducting parts, including earthing. Also, making sure the lead wires are connected properly as improper connection will cause inaccuracies in the ECG display. Per the IFU 5.3 setting up the monitoring environment; see attaching sensors and ECG leads. This section provides instructions as well as diagrams for properly attaching sensors and ECG leads. Trunk cables that have open ECG lead port will read extraneous frequencies if they are not capped. ECG lead wires that are fractured will read extraneous frequencies and should be replaced. Any ECG lead wire that is not connected properly to a patient will cause interference. Any ECG electrode that is near a defib pad or electro surgical grounding pad will cause interference. If the procedure table the patient is laying on is not properly grounded to building steel there could be an opportunity for interference. The user is responsible for ensuring that the device is set-up properly per the IFU and that all consumables and accessories (ECG leads, ECG cables, and ECG electrodes) are correctly maintained and in proper working condition. Also stated in the IFU: per 2.4.36 alternate monitoring source: the acc/aha guidelines for cardiac catheterization labs (jacc volume 18, no. 5) emphasize the importance of patient monitoring during cardiac catheterization procedures. In view of this, philips healthcare strongly recommends that redundant monitoring capabilities be available. The xper information management system should not be the sole means of monitoring patients during cardiac catheterization procedures. The fse could not confirm that, during the procedure, the electrodes were correctly positioned on the patient¿s body and requested that an application specialist visit this customer for additional training. As of 23-may-2016, several follow up attempts have been sent to confirm that an application specialist visited the customer¿s site without a response. No further related calls have been received from the customer, suggesting the problem has not recurred or was resolved. The device remains at the customer¿s facility. We are considering this to be a malfunction of insufficient information / unknown cause. The ECG signal produced by the device showed signs of interference and it was reported that this was difficult to interpret by staff. A philips field service engineer visited the customer¿s site and tested the system. Some noise was confirmed however it could not be determined from what source. Due to numerous variables that could be the cause of the interference (lead placement, defective leads / electrodes, skin preparation etc.), all (or one) could have contributed to the reported issue. The field service engineer recommended that an application specialist go onsite for further training, but as of 23-may-2016, it has not been confirmed that this occurred despite numerous attempts to obtain this information. There have been no further communications from the customer regarding this issue. No further action or investigation is warranted based on the available information at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during a cardio exam the medial staff explained that a patient had a cardiac arrest which was not identified immediately because the ECG signal was noisey. The medical staff realized that the patient had a cardiac arrest with a little delay. There is patient involvement.